Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that this artificial urinary sphincter (aus) stopped working. A surgical procedure was performed, during which a total loss of fluid was identified in the balloon, believed to be due to a needle that nicked the tubing. The aus was explanted and no patient complications were reported.